Event description:
A nurse reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse said the leak occurred at the start of the hemodialysis (hd) treatment as soon as the blood went into the dialyzer. The nurse explained that the leak was not visually seen. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used and did alarm with a blood leak alarm. Fresenius bloodlines were being used. Blood leak test strips were used and tested positive for the presence of blood. There was no damage noted on the dialyzer. There was patient blood loss estimated to be 250cc. There was no patient injury, adverse event or medical intervention required as a result of this event.the patient finished treatment on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: d.4.,h.4.

Event description:
A nurse reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse said the leak occurred at the start of the hemodialysis (hd) treatment as soon as the blood went into the dialyzer. The nurse explained that the leak was not visually seen. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used and did alarm with a blood leak alarm. Fresenius bloodlines were being used. Blood leak test strips were used and tested positive for the presence of blood. There was no damage noted on the dialyzer. There was patient blood loss estimated to be 250cc. There was no patient injury, adverse event or medical intervention required as a result of this event.the patient finished treatment on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: a sample dialyzer from the reported lot was returned for evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 5°, with the dialysate ports at 0°, on the cavity ID end. Under magnification of 20x, the fiber fragment measured approximately 0.17mm in length from the polyurethane cut surface. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.the investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A nurse reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse said the leak occurred at the start of the hemodialysis (hd) treatment as soon as the blood went into the dialyzer. The nurse explained that the leak was not visually seen. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used and did alarm with a blood leak alarm. Fresenius bloodlines were being used. Blood leak test strips were used and tested positive for the presence of blood. There was no damage noted on the dialyzer. There was patient blood loss estimated to be 250cc. There was no patient injury, adverse event or medical intervention required as a result of this event.the patient finished treatment on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.